Event description:
It was reported that the intraocular lens was removed intraoperatively due to the pt's anatomy (not specified). The incision was enlarged to remove the lens, and an anterior chamber lens was implanted successfully. Sutures were placed. According to the doctor, there was nothing defective with the lens. Add'l info has been requested. Please reference MDR# 1119279-2013-00008 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.